Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "hard, granulomatous-appearing nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the perioral rhytides with juvéderm volbella® xc. Four to six weeks later, the patient experienced ¿hard, granulomatous-appearing nodules¿ at the injection site. The patient was treated with hyaluronidase by the injector that ¿made the nodules worse.¿ the patient went to the treating physician who treated the patient with 10 mg/cc kenalog and doxycycline 100 mg bid. The event is ongoing.